Manufacturer narrative:
During inspection and testing, the distal end cover was found to be cracked. In addition, the adhesive on the distal end light guide lens was peeled, the adhesive on the bending section cover was peeled, and remote switch 1 was cut. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer sent the subject device to olympus for evaluation with no complaint. During inspection and testing, the distal end cover was found to be cracked and there was a gap. This report is being submitted for the malfunction found during evaluation (cracked distal end cover). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress on the device due to the user handling such as hitting, dropping. The event can be detected/prevented by following the instructions for use (IFU) which state: -inspection of the endoscope. · ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.